Event description:
The customer stated that calibrations were not holding and that they received questionable results for a total of 25 patient samples tested for calcium gen. 2 (ca), total protein gen. 2 (tp), and albumin gen. 2 (alb). On (B)(6) 2016, the field service engineer adjusted the gear pressure, decontaminated the rinse mechanism, and tightened a loose screw on the sample syringe. The field service engineer then told the customer that they could run. The customer did not immediately calibrate after the visit from the engineer. The customer stated that the second shift ran patient samples without running routine quality controls. Controls were then out later during the evening. The customer issued corrected reports for all 25 patient samples. The customer later calibrated the analyzer on (B)(6) 2016. Of the 25 samples, 20 had erroneous results that were reported outside of the laboratory for ca, tp, and alb. Refer to the attachment for the patient data. The initial results were tested and reported outside of the laboratory on (B)(6) 2016. The samples were repeated on a different c501 analyzer on (B)(6) 2016. The repeat results were believed to be correct. The customer stated that some patients were falsely admitted to the hospital based on the erroneous results. It was asked, but it is not known if any of these patients were adversely affected due to being admitted to the hospital. No adverse events were alleged. The ca, tp, and alb reagent lot numbers and expiration dates were asked for, but not provided. The field service representative determined that there was an issue with reagent and sample probe alignments, the vacuum vessel valves were dirty, and the sample syringe was dirty. He performed a precision check. He ran diagnostics without errors. He later replaced parts, flushed all valves and rinse mechanisms and flushed probe lines. He adjusted clean and lubricated areas needed. He performed mechanism checks to verify operation. Operational and mechanical checks passed. The customer ran calibration and controls, with acceptable results. The root cause of these issues was determined to be incomplete maintenance of the system.